Manufacturer narrative:
Internal correction done on 15-dec-2015 based on information received on 22-oct-2015 initial receipt date amended to 22-oct-2015. Follow up information received on 13-oct-2016 consumer via legal department: this report is considered legal case from this date forward. On (B)(6) 2013, essure was inserted for birth control. After the implant, the plaintiff began experiencing pain; fatigue; pain during intercourse; severe abdominal pain; severe back pain; cramping; bloating; headaches and/or migraines; depression; and weight fluctuation. She presented with complaints of pelvic pain and an ultrasound indicated the essure coils had rupture through the fallopian tubes on or about (B)(6) 2014, she underwent a total hysterectomy with bilateral salpingectomy. Company causality comment: this legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy (genital) bleeding and intestinal obstruction. According to additional information, this case became legal and an ultrasound indicated the essure coils had ruptured through the fallopian tubes (device migration previously reported was updated to device perforation). 9 months after placement, she underwent a total hysterectomy with bilateral salpingectomy. These events are anticipated according to reference safety information for essure, except intestinal obstruction which is unanticipated.. Considering genital bleeding may occur during essure use and the implied temporal relationship, causality with suspect insert cannot be excluded. Although the exact date and mechanism of perforation have not been informed, considering its nature per se, causal relationship with essure device cannot be excluded. In regards of intestinal obstruction, this event is assessed as unrelated to essure due to its physiopathology and essure's local action in fallopian tubes. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056355) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2013. After, she started experiencing heavy bleeding, foul odor and dyspareunia. Six weeks after the procedure she went to the doctor to check coil placement. She was told the coil has detached and migrated. After discussions, she told the doctor she wanted it removed. In (B)(6) 2014 she underwent a partial hysterectomy. An x-ray was performed and showed that the coil was still in her. She said she was still experiencing discomfort, abdominal pain, cramping, and bowel obstruction. The product technical complaint investigation results which ptc number is (B)(4) was received on 15-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted at check coil placement visit, she was told the coil has detached and migrated. She also presented heavy bleeding. Then, she underwent a partial hysterectomy. These events, interpreted as device dislocation and genital bleeding, are serious due to medical importance and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and implied temporal relationship, causality with suspect insert cannot be excluded. Although the exact date and mechanism of device dislocation have not been informed, considering its nature, causal relationship with essure use cannot be excluded. Since an intervention was required this case is regarded as incident. Other non-serious events were reported. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.